Event description:
It was reported that a pump declared a cartridge change error, resulting in the call being disconnected. There was no adverse impact to the customer¿s blood glucose level. Technical support attempted to follow up with the customer, left a voicemail, and planned to gather additional information on the intake if the customer responded. Cts closed the case.